Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 07/15/2014 - plaintiff's preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 07/22/2014.

Event description:
Litigation alleges pain, discomfort, stiffness, difficulty walking, fluid retention, constant welting at the incision site, leg cramps and a torn meniscus in the left knee. Limping aggravated the arthritis in the patient's left foot, leading to a surgery that was unsuccessful. Blood tests from (B)(6) 2011 showed elevated cobalt and chromium levels of 11.5 and 6.9, 3 and 13, 6.1 and 11, and 7.4 and 2.5 (ppb) respectively.